Event description:
The internal pulse genreator only lasted 8 months. Reporter was told it would last 7-8 years. Reporter had first unit saved by surgeon and it was given to outside tech by reporter personally to send to medtronics for testing. This was done at surgeon's office. Reporter was told it would take 30 days to test. Rptr called to check with medtronics and was told they had the unit but no results. Reporter was told too call them back in 30 days. Surgeon was visited and he said reporter should pursue since 16 months was earliest failure he had seen in his practice. Reporter's guarantee was for 12 months and reporter was charged $39,000 for second unit under warranty. $47,000 for 1st one with leads up spine.